Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported two false positive flu b results for two patients. The customer communicated the result was confirmed negative by molecular (pcr testing). This is report 2 of 2.